Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, in a patient with right coronary cusp (rcc)/left coronary cusp (lcc) and rcc/non-coronary cusp (ncc) fusion with a large chunk of calcium measuring approximately 5.8mm between the rcc/lcc extending into left ventricular outflow tract, during both valve load inspections, there were no node overlap visual via fluoroscopy. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22mm non-medtronic balloon to widen the valve opening for better expansion. Following the bav, during the first deployment attempt, the valve was at depth of 3mm on the ncc and +2mm on the lcc, the valve was recaptured and attempted to deploy deeper on the ncc. During the second deployment attempt, a large infold of the valve frame was noted most likely from being higher on the lcc and the chunk of calcium infolded the valve during recaptured. The valve was recaptured and withdrawn from the patient. Subsequently, a new valve and a new delivery catheter syst em were used. The new valve was deployed at a good depth successfully. The implanting team decided to perform a post-implant bav using a 25mm non-medtronic balloon for better expansion of the valve due to the patient¿s age. No additional adverse patient effects were reported. Additional information was received that a procedural delay occurred due to the need to reload a new valve and delivery catheter system (dcs). No adverse patient effects were reported.